Event description:
A spinous process fracture was reported to occur during a surgical procedure in which a 12 mm x stop pk ipd was to be implemented at the l4-l5 level. The implant was removed.

Manufacturer narrative:
Device not returned. No conclusion can be drawn at this time. Conclusion: other: no conclusion can be drawn at this time.